Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was over 600 mg/dl. Customer advised the insulin pump was not properly delivering insulin and they want the device to be replaced. Troubleshooting for high blood glucose was performed. Customer advised they were vomiting and were treating their blood glucose via manual syringe. Customer advised they went to the hospital wearing the insulin pump. Customer did not want to complete troubleshooting and wanted a replacement device. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.